Event description:
It was reported that during a cori assisted tka, the surgeon used the real intelligence robotic drill to cut the anterior portion of the distal femur and used sawblade to finish remainder of his cut. Upon placing the plane visualizer on top of the tibial cut, he values showed that the tibia was in valgus. Surgeon mentioned that when the burr was hitting sclerotic bone it seemed like it was bouncing back thus unable to cut the bone properly. The surgeon ended up using his sawblade to level out the cut. It is unknown how the procedure was completed. No significant delays were reported. The patient was not harmed beyond the reported problem.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, used for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. The clinical/medical investigation concluded that based on the documentation provided, the root cause of the reported event could not be definitively concluded, although user technique as well as the sclerotic bone could not be ruled out as potential contributing factors. Reportedly, the ¿burr was hitting sclerotic bone it seemed like it was bouncing back thus unable to cut the bone properly¿. The user manual notes to use a ¿plunge and drag motion¿ and to ¿avoid quick passes, or ¿feathering¿ the tool over the surface¿. The patient impact beyond the reported modified surgical procedure with use of sawblade to level out the cut¿ and 0-30 minute surgical extension and could not be determined. No further medical assessment can be rendered at this time. A complaint history review for similar reported/confirmed complaints has identified prior events. While all products meet required manufacturing specifications prior to release a serial number, lot number, part revision or software version is required to link the device to a DHR or nc investigation. Refer to the real intelligence cori for knee arthroplasty user manual (500230 rev d) page 80, section ¿removing femur bone in tka¿, ¿performing distal precision burring¿ for proper use of the real intelligence robotic drill. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with the cut technique. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.